Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 224 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.